Event description:
Surveillance study. It was reported that following a coronary artery drug eluting stenting treatment procedure, the patient developed in-stent restenosis. The initial procedure treated the 3.5x35mm, 90% stenosed proximal circumflex. Treatment consisted of direct stenting using a 3.0x32mm taxus express2 stent at 10atm and post dilation, using the stent delivery balloon resulting in 0% residual stenosis. During this procedure, another manufacturer's drug eluting stent was also placed in the left main coronary artery. The patient was discharged seven days post procedure with remaining angina and on byaspirin and plavix. Angina was also noted at the one, six and nine month study follow ups. On day 286, restenosis of the proximal circumflex was confirmed. The lesion was reported to be a chronic total occlusion. Percutaneous coronary intervention was performed, but the condition of the lesion did not change (ccs class 3). The physician elected to take a "wait and see approach until a new device is available on the market." The patient continued to experience angina at the one year follow up. The patient remains on byaspirin and plavix. The investigator assessed the event as possibly related to the taxus stent.

Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. A review of the manufacturing documentation found no anomalies or deviations during the manufacture of this batch. The most probable root cause of this event is anticipated procedural complication, as the device related root cause does not apply, and the complaint is due to a known physiological effect of the procedure noted within the dfu, and/or device labeling.